Event description:
On (B)(6) 2025, a sales representative reported via (B)(4) that an ar-9596-1025f modular drill broke. This occurred during a case and caused no issues for the patient. Additional information was provided on 01/23/2025, where the sales representative stated that this event occurred during a reverse procedure on (B)(6) 2025. The device broke while being used. The patient had a fair bone quality. All fragments were able to be retrieved from the patient. There was no delay in the procedure, and no additional anesthesia needed to be administered.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during use.